Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had possible programming difficulties and the lead had an egm problem. The device and lead are still in use. No patient complications have been reported as a result of this event.